Event description:
For cerebral infarction, the patient received treatment with medication and rehabilitation. After tavr, the patient had left hemiplegia, but functions gradually recovered. On pod-14, the patient was able to walk with handrails. No obvious symptoms were noted on swallowing and speech.

Manufacturer narrative:
Update to a2, a3, b5, b7, d4 and h4.

Event description:
As reported through the japanese tavi registry reporting system, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia valve in the native aortic position. On postoperative day (pod) one (1), the patient experienced cerebral infarction. On pod-14, the patient was transferred to a rehabilitation hospital. The outcome was reported as "not resolved" as of pod-14. Per medical opinion, it did not appear to be thrombosis which formed during tavr, but the catheterization procedure was the trigger for the event. It was also possible that abnormal coagulation and fibrinolytic system due to malignancy plus bleeding was the underlying cause. Per medical opinion, the causal relationship of edwards device to this event was "unknown" and the causal relationship of tavr procedure was "related". It was unable to obtain further information.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedural embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (gender) and procedural factors (catheterization procedure was the trigger for the event) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.